Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had open blisters on his upper spine and that the patient was not wearing the lifevest. The patient consulted his physician who advised to use baby powder and keep the affected area dry. Follow-up indicated that the patient was wearing the lifevest and using benadryl. The current medical condition of the blisters is unknown.